Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: clot in blood pumpspecific component(s) involved: other component malfunction, specifyadditional text:other component: clot in outflow and outflow canullacausative or contributing factor: no specific contributing cause identifieother cause:intervention(s): other interventions, specifyother intervention : device explantedtype: lvad